Manufacturer narrative:
No pre-existing defects were found by checking the manufacturing charts of the lot# 200901214, on a total of (B)(4) smr glenosphere dia.36mm manufactured with this lot#. No other complaints reported on this lot#. We will submit a final MDR once the investigation will be concluded.

Event description:
Revision surgery, done on (B)(6) 2017,due to shoulder dislocation. According to the info reported, patient had a clinical history of dementia. Event happened in (B)(6).